Event description:
It was reported that the ventilator was not working. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. Our field service engineer (fse) did not visit the customer to investigate the reported issue and there is no further information on how or if the issue has been resolved.

Event description:
Manufacturer's ref #: (B)(4).